Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The customer reported that the footpedal was not responding during the surgery. The patient was under general anesthesia. The doctor tried a different footpedal, and the system still did not work. The system displayed two error messages. The doctor cancelled the case and sent the patient home without performing the surgery.